Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm (alarm 9) and an occlusion alarm occurred. Tandem technical support assisted customer with clearing the malfunction alarm. Customer changed cartridge and infusion set to resolve the issues. Customer's blood glucose was over 400 mg/dl.